Event description:
It was reported that patient with this implantable pacemaker had atrial fibrillation (af) with intermittent undersensing. Boston scientific technical services (ts) discussed that some of the atrial waves are in the post-ventricular atrial refractory period (pvarp) and is not tracked causing the ventricular rate to be below the sinus rate. This device was reprogrammed and the pvarp is now shorter. Ts suggested to increase right atrial (ra) sensitivity. This device remains in service. No adverse patient effects were reported.